Manufacturer narrative:
Approximate age of device ¿ 9 months. The event occurred at (B)(6) hospital, (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the stroke intensive care unit on (B)(6) 2018 due to an intracerebral hemorrhage. The patient's inr was 5.4 on the day of admission. Anticoagulation was discontinued to correct the inr, which was 1.16 on (B)(6) 2018. The high inr was reportedly caused by worsening liver function. The patient did not have brown urine. The patient was stable and recovering slowly. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on lvad support with no further related issues reported at this time. Stroke, bleeding and hepatic dysfunction are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.